Manufacturer narrative:
Product ID 8578, lot# n166722019, implanted: 2008 (B)(6); product type accessory product ID 8709sc, lot# n172355002, implanted: 2008 (B)(6); product type catheter product ID 8840; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had ¿not been doing very well¿, though no further details were provided. On the day of report, the patient was given a single therapeutic bolus and it was decided to change the drug concentration from 1000mcg/ml to 2000mcg/ml and dose from 205mcg/day to 225mcg/day. However, when looking at the print-out, it did not reflect that a bridge bolus had been programmed. The reporter planned to check the event logs and see if the pump had been updated twice or just one time when the single bolus was programmed. She would program the pump back to the original settings and then program the new settings with the bridge bolus and update the pump again. At that time, it was be determined if a modified bridge bolus would be necessary if an hour or more had elapsed since the pump was refilled with the new concentration. The device system was used to deliver compounded baclofen.